Event description:
The customer reported that there was a loss of audio. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was a loss of audio. The initial investigation supports that after an upgrade, the audio function on the obtv client station was not functional. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.